Event description:
Early loosening. During the revision, the surgeon observed an anormal tissue around prosthesis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.